Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus)due to the device no longer working and leak in the system. No patient complications were reported in relation to this event.